Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: three photos were received as well as a sample without original packaging. No damage was detected during a visual inspection. During the functional testing, a leaking issue was detected in the breathing bag during the leak test. The customer reported complaint was confirmed. The root cause could be due to nonconforming material from the supplier. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during pre-testing there was a hole in the anesthesia bag. No patient involvement.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: UDI number is unknown, no information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.